Event description:
It was reported to philips that the system did not boot up, it froze at the start up screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not boot up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the suite pc was defective. The defective suite pc was returned for analysis, and it confirmed that the ssd was missing. To resolve the issue, the fse replaced the suite pc, hard drive and reloaded the software to the suite pc. After replacement and necessary configurations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.